Manufacturer narrative:
Sw version 4.11e. Retainer ring= black. Case type =ngp. Customer complained the pump alarmed insulin flow blocked & over delivery anomaly and low bgs and was found on (B)(6) 2022. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, and sleep current measurement. Unit passed the displacement accuracy test (dat) with 0.0872 inches. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Unit was successfully downloaded using carelink, however, there is not data on event date. Unable to confirm total boluses delivered on event date due to data not covering event date. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 & force sensor. No no delivery alarms were not found on or near the event date in history files and traces. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), corroded battery tube. Unit passed the force sensor offset test with 23.3 mv. No unexpected insulin flow blocked alarms noted during testing. No delivery is not confirmed. Over delivery anomaly is not confirmed. Unable to confirm low bgs during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that no further complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a  hypoglycemia  and  glucose/carb intake as treatment. Customer blood glucose level was over 48 mg/dl. Customer also noticed insulin flow block alert and they alleged on insulin pump for over delivery of insulin. Customer was used insulin pump system within 48 hours of reported event. Troubleshooting was performed for low blood glucose readings and customer confirmed about not used of the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of low blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will be returned for analysis.